Event description:
The customer stated that the insulin pump did not alarm no delivery when the canula of the infusion set was bent. The reported blood glucose reading was over 600 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. A tubing clamp was not available to perform the high pressure test. The customer stated that he reverted to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.